Event description:
It was reported that the bd plastipak¿ 20 ml luer-lok¿ convenience pack experienced missing scale marking. The following information was provided by the initial reporter: syringe without printing.

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 22-nov-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the scale was not on the syringe barrel. No other damage or defects were identified. A device history review was performed for reported lot 2202109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including a weight verification to ensure the correct amount is within, rejecting any product that fails the verification. While we cannot identify any direct issues, the incorrect quantity was likely related to both operator error and a failure within the weight verification system. In relation to the scale not being printed, it is likely due to a failure in the patters that transfer the ink onto the barrel. Manufacturing personnel have been notified of these incidents to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the bd plastipak¿ 20 ml luer-lok¿ convenience pack experienced missing scale marking. The following information was provided by the initial reporter: syringe without printing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.